Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6, and h11. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, residual reprocessing agents on the scope's outer surface may have been touched, leading to reported event. However, the exact root cause could not be established. The event can be detected/prevented by following the instructions for use which state: instructions evis lucera elite bronchovideoscope olympus bf-p290 reprocessing manual chapter 3 compatible reprocessing methods. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after cleaning and transporting the bronchoscope, the technician felt irritating(tingling) to the skin. Subsequently, the arm area that felt irritated was washed and dark pigmentation (scar) remained on the skin. There was no serious injury or adverse effect reported.